Event description:
It was reported that during a lap urological procedure, a part of the metal limb fell into the patient when the pouch was deployed. The fragment was removed and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Missing support arm pin the pouch device was received with one support arm detached from the push pull rod and missing. Upon disassembly the support arm pin was noted to be missing, leading the support arm got detached from the push pull rod. Upon visual inspection of the push pull rod at the pin area it was found an indentation mark that suggests it passed through the operation but the pin was not inserted. The batch record was reviewed and no anomalies were noted during the manufacturing process.